Event description:
It was reported that the patient was experiencing a number of non-sustained ventricular tachycardia (vt) episodes causing noise on the right ventricular (rv) lead. During lead revision procedure, it was noted that there was a bit of blood inside the header of the implantable cardioverter defibrillator (ICD). The blood could not be removed by flushing the header. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A d354trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. A 4296 implantable pacing lead, implanted: (B)(6) 2013. A 4076 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).